Event description:
The user facility reported a 74-year-old male in st-segment elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that during insertion, when the guidewire was removed, the impella also came out. The impella was removed, and a new guidewire and pump were used to replace the impella. There was no patient harm reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was submitted. The pump was not returned for investigation. The root cause of the positioning issue was most likely use issue since the impella came out of left ventricle during guidewire removal. D6a, d6b.